Event description:
A customer reported that there was a malfunction on their insulin pump, specifically displaying malfunction code 3. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support decided to replace the pump and instructed the customer on how to store and return the malfunctioning pump using a pre-paid label, ensuring delivery of the new pump with a signature required. The customer was also informed about using an alternate insulin delivery method to avoid interruptions.